Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had variable sensing issue. The lead was repositioned from apex to septum for better sensing. The lead remains in service. No additional adverse patient effects were reported.